Event description:
Patient undergoing hemodialysis when leak noted. Procedure discontinued and tear found in tubing. Patient had blood loss of approximately 14cc.manufacturer investigated and found that the tubing was older. They were aware of this type of problem and have since corrected it.

Event description:
Patient undergoing hemodialysis when leak noted. Procedure discontinued and tear found in tubing. Patient had blood loss of approximately 14cc.manufacturer investigated and found that the tubing was older. They were aware of this type of problem and have since corrected it.